Event description:
Patient had a severe trauma in 2004 with removal of devascularized bowel and repair of abdominal wall. Marlex mesh was placed originally but was later replaced during a revision with ptfr patch (gore-tex). Patient continued to have poor wound healing and was brought back in for revision. The gore-tex graft was found to be infected and did culture out proteus mirabilis. The gore-tex was replaced with an alloderm patch during surgery.